Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as tasp lot 63233763. Exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the missing bearings were discovered in the instrument warehouse. There was no patient involvement.